Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right ventricular lead had a history of high pacing impedance and high capture thresholds. The patient presented for an unrelated procedure where they planned to address the lead. The lead was capped and replaced on (B)(6) 2021. The patient was stable.